Manufacturer narrative:
Catalog #, corrected from pnd67070956m to pnd6f070956m.

Event description:
The patient was undergoing a procedure using the penumbra neuron 6f 070. During the procedure, as the surpass delivery system was advanced through the neuron 070 catheter, the physician experienced resistance. The physician removed the surpass system to inspect the device and observed some fibrous material (which looked like a stretched coil) on the tip of the surpass system. When the neuron catheter was removed, a kink was noted approximately 4-5 cm from the tip of catheter. A new neuron 053 was opened and when the first run was completed, the physician noticed what appeared to look like a radio opaque marker which had been detached from a catheter. The marker was now lodged in the left posterior cerebral artery (pca); however, the vessel was still patent. The physician looked back through the last run obtained from the kinked neuron 070 (before they realized it was damaged) and observed this marker appeared mid run, presumed from within the neuron or detached from distal tip of the neuron itself, although the neuron appeared in tact albeit kinked. New surpass was opened and the procedure continued. After the case, the original surpass delivery system was looked at to see that the distal marker from the microcatheter where the surpass was pre-loaded onto was not there. The fibrous material observed earlier was the coil reinforcement of the microcatheter and was clearly noted as unravelled. The detached marker band from the microcatheter initially lodged in the first segment of the left pca, as the case continued it moved into a distal branch of the pca (3rd/4th segment per the physician). The physicians decided not to try and retrieve it as the vessel remained patent and the patient was going to be on anticoagulant therapy due to the flow diverter stent. The physicians' believed that the damage to the surpass delivery system and subsequent detachment of marker band was caused by the kinked neuron 070. As the physician pulled back on the surpass system to remove it, they believe the kinked neuron pinched / clamped the system and with the pressure applied to the device by the doctor retrieving it the rupture occurred.

Manufacturer narrative:
Result: the distal end of the catheter is kinked approximately 7.5 cm from the distal tip. The proximal end of the catheter is kinked approximately 11.5 cm from the hub. Conclusion: the complaint has been evaluated. The complaint indicates that the operators noticed the neuron 070 was kinked after there was resistance felt while trying to advance a surpass delivery system. Evaluation of the returned device confirmed a kink in the distal end of the neuron 070 approximately 7.5 cm from the distal tip. The proximal end of the neuron 070 delivery catheter was also kinked approximately 11.5 cm from the hub. Based on the description of the event, this kink was present before the surpass system was inserted, as evidenced by the resistance the physician felt when attempting to advance the surpass system. If this kink was present before the surpass system was inserted, the system would not have been able to be advanced passed the kink. If the kink in the distal tip of the neuron was a factor in the surpass delivery catheter markerband fracture, as described in the complaint, the neuron would have had to be kinked after the microcatheter markerband was advanced distal to the kink location. If the microcatheter was in the lumen of the neuron 070 and then the device was kinked in anatomy, the neuron 070 could have trapped the microcatheter. The cause of the kink in the neuron is unknown but may have occurred during insertion into the patient. The kink was not noted before the device was in the patient and therefore was likely not present prior to handling after removal from the packaging. Devices are 100% visually inspected for damage during packaging. In addition, this device is packaged inside a protective shipping tube and with a packaging mandrel to prevent damage to the device during transportation and storage. The neuron 070 markercoil is present and intact, therefore the reporter's assertion is confirmed that the radio-opaque material originated from the surpass delivery catheter. Penumbra is not the manufacturer of the surpass delivery catheter referenced in the case and therefore cannot comment on the markerband tensile strength of the catheter. As stated above, the distal kink in neuron 070 could have trapped the microcatheter. However, trapping the microcatheter would not cause the microcatheter markerband to fracture and embolize downstream. The fracture could only result from the user applying force on the surpass delivery catheter that exceeded the catheter markerband tensile strength. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.